Event description:
It was reported that the patients ipg would not charge. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.